Manufacturer narrative:
The customer replaced the sodium electrode and declined a visit from a siemens customer service engineer. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant sodium result was not reported to the physician. The customer repeated the sample and that result was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.